Manufacturer narrative:
Correction: initial manufacturer report was submitted with 30 jan 2019, but it should have been 23 feb 2019. Additional information: further review by a third-party independent assessment on 09 apr 2019 confirmed that there was no device malfunction associated with this complaint. If any additional relevant information becomes available, a supplemental report will be submitted.

Event description:
The customer reports that screenings conducted with the aspire cristalle digital breast tomosynthesis (dbt) option may be generating lower patient recall rates at their healthcare facility than expected. While the aspire cristalle product is functioning to specifications, further review is being conducted. There is no known death or serious injury associated with this event. This event is being reported in an abundance of caution.

Manufacturer narrative:
If any additional relevant information becomes available, a supplemental report will be submitted.

Event description:
The customer reports that screenings conducted with the aspire cristalle digital breast tomosynthesis (dbt) option may be generating lower patient recall rates at their healthcare facility than expected. While the aspire cristalle product is functioning to specifications, further review is being conducted. There is no known death or serious injury associated with this event. This event is being reported in an abundance of caution.